Event description:
Healthcare professional reported right side rupture and "presence of a clearly hyperechogenic reactive lymph node". The device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Continued e.1. Phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture; "hyperechogenic reactive lymph node"

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed a broken assessed as surgical damage, observed a broken assessed as an unidentified (tear) opening (shell thickness within spec) and missing shell observed assessed as inconclusive. Lymphadenopathy: unable to observe. No other observations observed, no further actions are required.

Event description:
Healthcare professional reported right side rupture and "presence of a clearly hyperechogenic reactive lymph node". The device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ lymphadenopathy: unable to observe. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported right side rupture and "presence of a clearly hyperechogenic reactive lymph node". The device has been explanted and replaced with non-allergan device.